Manufacturer narrative:
Product ID 7495-51, serial# (B)(4), implanted: 2001 (B)(6); product type extension product ID 3998, lot# l87361, implanted: 2001 (B)(6); product type lead product ID 7495-51, serial# (B)(4), implanted: 2001 (B)(6); product type extension product ID 3586, serial# (B)(4), implanted: 1994 (B)(6); product type lead product ID 7496-51, serial# (B)(4), implanted: 1994 (B)(6); product type extension. (B)(4).

Event description:
It was reported, the patient¿s internal neurostimulator (ins) did not last. It was noted, the ins did not last more than five or six months. It was reported, the patient did not get them replaced right away due to not being fully healed from the implant procedure.